Manufacturer narrative:
Cont e1 phone number-(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone infiltration¿, ¿presence of breast prostheses with signs suggesting extracapsular rupture.¿

Event description:
Distributor reported via healthcare provider a left side rupture via ultrasound. Ultrasound reported "presence of breast prostheses with signs suggesting extracapsular rupture. Breast MRI is suggested. Uniform and similar distribution of fibroglandular tissue. No solid nodular figures are observed. Lymph nodes with increased echogenicity were seen in both axillary regions, a finding that would be related to silicone infiltration." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Distributor reported via healthcare provider a left side rupture via ultrasound. Ultrasound reported "presence of breast prostheses with signs suggesting extracapsular rupture. Breast MRI is suggested. Uniform and similar distribution of fibroglandular tissue. No solid nodular figures are observed. Lymph nodes with increased echogenicity were seen in both axillary regions, a finding that would be related to silicone infiltration." The device remains implanted.